Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent open reduction internal fixation surgery for distal radius fracture with the variable angle (va) plate. On an unknown date the patient visited the hospital and reported pain. The plate had been broken at its proximal shaft. On (B)(6) 2019 the patient underwent a revision surgery in which the surgeon removed the plate and fixed it with an unknown plate and performed bone graft. There was no surgical delay. The surgeon commented that the lack of the reduction caused the breakage of the plate. Concomitant medical device: unk - screws (part# unknown; lot# unknown; quantity 1). This report is for one 2.4mm ti va-lcp volar rim dstl rad pl/6h hd/5h shft/rt-ster. This is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product code: hwc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.